Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Residual effects of total hysterectomy with bilateral adnexectomy [post procedural complication]. Anatomical functional impairment of the genital system [female reproductive tract disorder]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 51-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced post procedural complication ("residual effects of total hysterectomy with bilateral adnexectomy") and female reproductive tract disorder ("anatomical functional impairment of the genital system") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total hysterectomy with bilateral adnexectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered female reproductive tract disorder, medical device removal and post procedural complication to be related to essure administration. The reporter commented: on the basis of the medical documentation provided, and applying the criteria of the national unified table, the following permanent sequelae have been identified: residual effects of total hysterectomy with bilateral adnexectomy performed. The permanent impairment so determined has been found, on the balance of medical probability, to be causally attributable to the implantation of the essure contraceptive device. The most recent follow-up information incorporated above includes data received on: 16-feb-2026: case upgraded serious incident. Event injury is replaced with medical device removal. New events impairment genital system, post procedural complication were added. Additional reporter added. Reporter causality reporter comments updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.